Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was loaded, however, the haptics were noted to be bent. The lens was partially inserted into patient's operative eye, however, the lens was removed due to the issue. There was no injury. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Section h6: medical device problem code: 2339 - inaccurate delivery code was incorrectly chosen in the initial report submitted (MFR 3012236936-2022-00641). Therefore, it is being removed as it does not apply. Hence, this correction report is being submitted to capture this error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.